Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range, pacing impedance. The impedance had been trending upward during an unknown period of time. As a result a revision procedure was performed, wherein the lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.